Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the wand was moved from over the device to the patient's stomach area. Telemetry was lost and could not be reestablished until a light machine, located next to the programmer, was turned off. The implant procedure was successfully completed. No adverse patient effects were reported.